Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was not available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during the procedure. One of the six pedicle screws was deviated. No errors were displayed on the workstation. The deviation was detected after an intra-op spin. The screw was repositioned during the procedure. The manufacturer representative noted that the plan was adjusted a couple of times before and during the surgery. The most probable cause was wrong insertion of the screw in the driver. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported that the amount of deviation was unknown.